Manufacturer narrative:
Analysis of the implantable neurostimulator found the ins was functionally okay and there were insignificant anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a consumer regarding a patient who was implanted with an implantable neurostimulator for spinal pain on (B)(6) 2018. It was reported that the patient experienced pain and swelling at the battery pocket site. The patient scheduled a meeting with their surgeon to look at the pocket site on (B)(6) 2019 and the representative would be there to check the patient's stimulation program. Additional information was received from a consumer via a manufacturer representative (rep) on (B)(6) 2019. It was reported that the rep met with the patient who reported they had not been recharging the ins because of the pain and swelling at the ins site. When charging with the patient's controller and recharger, they would get a connection but then they would see a no device found - screen 16 that kept appearing. The rep interrogated the ins, which displayed the ins charge as 20% low battery. Stimulation was confirmed to be on. All connections and impedances were checked and all were good. The rep performed a passive recharge on the ins but after 10 minutes the rep was not quite sure what the device was doing, so they contacted patient services. Troubleshooting could not be performed due to lack of access to the product, but it was reviewed that additional passive recharge sessions may be needed. The rep reported they would follow up with the doctor regarding additional recharging sessions. Additional information received from the rep on (B)(6) 2019 reported that the pocket site was not actually swollen and that the recharging issues had resolved. Additional information was received from a healthcare provider (hcp) via a manufacturer representative (rep) on (B)(6) 2019. It was reported that stim is not working, it wasn't helping with the pain, and the patient had recharging issues. The patient was scheduled to be seen by a rep, but the appointment was cancelled and not rescheduled. Additional information was received from a manufacturer representative regarding the patient on (B)(6) 2019. It was reported that the patient had difficulty recharging, and the battery depleted. The manufacturer representative had tried communicating with the implant using the patient¿s patient controller and the clinician programmer, but they were unable to get any communication. The device was difficult to feel under the skin. The implantable neurostimulator was replaced, and it appeared to have flipped multiple times in the pocket and settled deeper. The new implantable neurostimulator was placed more superficial and suture loops were utilized to secure the device. The issue was resolved at the time of the report. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). The rep stated they were returning the device on (B)(6) 2019. No further complications were reported.